Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical evaluation while using the ilet. This situation can result in acute metabolic instability requiring medical intervention. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed repeated cgm sensor failures and intermittent suspension of insulin dosing, which resulted in insufficient insulin delivery and subsequent hyperglycemia. Based on available information, the event was attributed to cgm sensor failure impacting insulin delivery rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 it was reported that on (B)(6) 2024 the user experienced hyperglycemia with blood glucose reported as high as over 600 mg/dl, resulting in emergency room evaluation. The user received medical treatment. The outcome is unknown.